Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an improper solder joint that connects the front pulse wires in the distribution node (dn). The root cause for the improper soldering was unable to be positively identified. No adverse event resulted from the open pulse wire.

Event description:
A us distributor returned a patient's electrode belt and reported that the electrode belt was causing adjust belt messages.